Event description:
Sorin group received a report that during a procedure, the buffle sensor alarmed and the pump stopped. The override function was selected to restart the pump and the case was completed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the bubble sensor alarmed and the pump stopped. The override function was selected to restart the pump and the case was completed. There was no report of pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.